Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-pm injector and a aq cartridge-fp and when the lens came out of the injector, the lens was missing the haptics. The lens was removed and another model lens was inserted and suture was required.